Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 425cc breast implant and experienced deflation on the left side postoperatively. As a result, the patient underwent removal and replacement with mentor saline breast implants on (B)(6) 2020. The initial reporter provided both device serial numbers, but did not specify which device belonged to the left side. Device a serial number: (B)(4). Device b serial number: (B)(4).

Manufacturer narrative:
On jul 1 2020, additional information was received indicating the patient also experienced capsular contracture baker grade unknown on the left side. The impacted product serial number was identified as (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 11 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Within the siltex cracking, a tear measuring approximately 0.3 cm was observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).